Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing. The shock accelerated the arrhythmia to ventricular fibrillation (vf) and a second shock was successful in converting the vf. It was noted the patient had received inappropriate therapy from the s-ICD in the past in other sensing vectors. An x-ray was taken which showed good system placement. The clinic intends to continue troubleshooting as needed. The s-ICD remains in service and no additional adverse effects were reported.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing. The shock accelerated the arrhythmia to ventricular fibrillation (vf) and a second shock was successful in converting the vf. It was noted the patient had received inappropriate therapy from the s-ICD in the past in other sensing vectors. An x-ray was taken which showed good system placement. The clinic intends to continue troubleshooting as needed. The s-ICD remains in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing. The shock accelerated the arrhythmia to ventricular fibrillation (vf) and a second shock was successful in converting the vf. It was noted the patient had received inappropriate therapy from the s-ICD in the past in other sensing vectors. An x-ray was taken which showed good system placement. The clinic intends to continue troubleshooting as needed. The s-ICD remains in service and no additional adverse effects were reported. Additional information was received that the patient presented to the hospital after receiving a shock from the s-ICD. The programmer showed one shock, however there was no episode stored. Technical services (ts) was consulted and upon review of the data noted that immediately after the shock, a magnet was applied by the patient or caregiver. This application was too close to the shock and prevented the episode from being recorded. Ts did review stored data from previous and noted several treated and untreated episodes due to t-wave oversensing. It was noted that the patient has brugada syndrome. It was noted the clinic is well versed with the patient's condition and ts discussed that if programming considerations are desired, they are available to discuss. The s-ICD remains in service and no adverse effects were reported.